Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the base screws of a prismaflex machine were observed damaged. The event occurred during setup. The machine was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. During visual inspection, the technician noted the base screws of the machine were damaged. The screws were replaced, and the machine was returned to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.